Event description:
The site reported that they had a case in which the superdimension system showed them to be in the center of a 3cm mass of a lesion. However, the physician reported they were inaccurate. In addition, it was reported that the case was non-diagnostic and the patient ended up with a pneumothorax requiring a chest tube. It was reported that the patient was admitted to the hospital and was discharged after 2 days. The physician alleged system inaccuracy.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 a site visit was performed. The initial accuracy test of the system without making any changes showed signs of inaccuracy. The first 10 points of the accuracy test ranged from 5-8, typically these higher values result in the test being towards the upper limit or exceeding the limit of the accuracy test. Further investigation showed that the multi-room configuration was found to have an incorrect setting for the room the procedures were to be completed in. The multi-room configuration was found to have the incorrect mapping file assigned to the room it was configured for. To resolve this issue a new mapping was completed, a new room configuration was setup in the multi-room configuration utility, and an accuracy test was completed using the new configuration and mapping. The accuracy test passed and the system is ready for use. The potential risk of system inaccuracy is mitigated by the fact that the physician should be checking the accuracy with fluoroscopy as instructed in the user manual. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.